Event description:
It was reported that t-wave oversensing was detected on the device. Technical support was to resolve the event, however no known intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the t-wave oversensing was post-paced. The device was reprogrammed to resolve the event.